Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced positioning issues. An echocardiogram confirmed the pump was malpositioned. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
D.4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned. Positioning issue: no product was returned. Echocardiogram was performed: depth 5.5 centimeters angled toward septum. No other alarms or any symptoms of malposition were observed. The root cause of the positioning issue was unable to be determined as insufficient clinical details were provided. The device history review was completed and the pump passed all post sterile inspection checks.